Event description:
Discordant results for hemoglobin and hematocrit were obtained on an advia 2120i instrument. The discordant low results were reported to the healthcare provider(s). There were no reports of adverse health consequences.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse found tubing loose and allowing air to displace random amounts of sample. He applied locktite to fitting threads and secured the autosampler tube to the aspirate needle assembly. The fse calibrated the system and ran qc's. The instrument is performing within specifications. No further evaluation of the device is required.